Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced a dislodged magnet resulting in device non-use. It is unknown whether there are plans for revision surgery as of the date of this report, (B)(6), 2011.